Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during device preparation and protective sheath removal of the 3.5 x 15 mm xience xpedition stent delivery system (sds), the stent implant was partially removed/dislodged from the balloon. It was noted that no significant resistance was noted during the sheath removal. The device was not used; there was no patient involvement. No additional information was provided.